Event description:
This pacemaker was implanted on 3/25/92 without complications. The patient returned to the cath lab on 3/26/92 for a non-invasive programmed stimulation study. About mid-way into the study, the pacemaker failed to respond to programming and defaulted to a "back-up" mode. After several attempts to "re-set" the pacemaker with the telephone assistance from an engineer at the manufacturer, it was determined that a non-reversible problem did in fact occur. On 3/27/92 the patient received an identical device from the same manufacturerinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.